Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was not possible to determine whether the damage was attributed to stress or the user's handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The forceps passage had an internal cut and was leaking. The biopsy channel was leaking as well. The bending section cover glue was chipped. The light guide cover glue was peeling, and the probe unit was loose. Only switch one (1) was working. The scope connector was loose. The control body had fluid invasion. The control knob had play and the movement had low tension. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had leaks by the working channel. No patient harm reported. During the evaluation of the device, it was noted the light guide cover glue was peeling and the probe unit was loose. This report is to capture the reportable malfunction of the peeling glue on the light guide cover glue and loose probe unit noted at estimation.